Manufacturer narrative:
The 14mm, 2.5mm diameter locking screw (1405-1014) is provided to customers within a sterile kit (sk-12) and marked single use. The UDI reference is for the sterile kit, sk-12, that the product is distributed with. The device was not returned to the manufacturer as it remains implanted, with a scheduled revision date of (B)(6) 2017. The product identification necessary to complete a specific device history review was not provided. All 1405-1014 device history records were reviewed and no issues were identified during the manufacturing and release of the devices that could have contributed to the problem reported. The most likely cause based on the feedback from the surgeon is non-union. The company will supplement this MDR as necessary and appropriate. Device remains implanted.

Event description:
On (B)(6) 2017 a surgeon reported that two 14 mm screws (1405-1014) had broken as a result of non-union. The screws were located on the proximal end the dorsal medial plate implanted on an unknown date in (B)(6) 2016. The surgeon indicated that a revision surgery was planned for (B)(6) 2017.